Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07781. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, it is assumed that the device has been more than 7 years since manufacturing, and that the potential cause of the reportable malfunction, no image condition, has occurred due to the aging deterioration of some device on the ap substrate due to long-term use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset video system unit was return to the service center for evaluation. The evaluation found no image was produced when tested with olympus 180¿s series scopes. The patient board set was found faulty. Additionally, the video connector latch was loose causing flickering image, out dated software version (1.04) and the video system housing had a faded/discolored front panel, scratches on the top cover. The asset unit was repaired and returned to stock. The root cause of the reported no image issue cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware during a standard inspection of a returned asset, the evis exera ii video system unit was producing no image on 180¿s series scopes.the customer did not report any problems associated with the device and there was no patient injury or harm reported to olympus.